Event description:
Device 4 of 5 . Reference MFR. Report#: 1627487-2017-07162, reference MFR. Report#: 3006705815-2017-01653, reference MFR. Report#: 3006705815-2017-01654, reference MFR. Report#: 1627487-2017-07164.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5. Reference MFR. Report#: 1627487-2017-07162. Reference MFR. Report#: 3006705815-2017-01653. Reference MFR. Report#: 3006705815-2017-01654. Reference MFR. Report#: 1627487-2017-07164. It was reported the patient had an infection (location unknown) . As such, the patient underwent surgical intervention wherein the entire system was explanted (date unknown) and replaced.

Event description:
Device 4 of 5, reference MFR. Report#: 1627487-2017-07162. Reference MFR. Report#: 3006705815-2017-01653. Reference MFR. Report#: 3006705815-2017-01654. Reference MFR. Report#: 1627487-2017-07164. Follow-up information revealed the infection was located at the ipg incision site only. The infection was confirmed via culture and treated with oral antibiotics.